Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic 29 mm valve in a patient with an annulus perimeter of 81.6 mm, deployment was attempted, but the valve was recaptured due to instability and the valve not staying in the native annulus. Two more attempts were made to deploy the valve, but the valve was recaptured with each attempt for the same reason. Subsequently, the valve and delivery catheter system were withdrawn from the patient, and a 34 mm valve was implanted in the patient. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID {evolutfx-29}; product lot/serial number (B)(6); product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.